Event description:
The patients blood glucose was tested and the result was 500 mg/dl something. A lab was done and the result was 100 mg/dl something. The patients blood glucose was taken on a different device and the result was 100 mg/dl something. The patient was not treated based on the device result. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.